Event description:
A customer reported that an ophthalmic laser was used for the surgery. The laser exhibited low power on their system. Procedure details and patient impact were not reported.

Manufacturer narrative:
The company representative was able to replicate the reported event. It was determined that the slit lamp fiber was nonconforming and required replacement. A quote for replacement was provided to the customer. However, the customer did not approve the quote. To date the slit lamp fiber has not been replaced. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant potential contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming slit lamp fiber. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).